Event description:
Patient was revised to address instability. Upon exposure, an exorbitant amount of fluid was discovered and the synovium was grossly contaminated with metallic debris. **update** (B)(4) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, and a malpositioned cup. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address instability. Upon exposure, an exorbitant amount of fluid was discovered and the synovium was grossly contaminated with metallic debris. Update 2/2/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, and a malpositioned cup. Records are available for further review. Doi: (B)(6) 2009 - dor: (B)(6) 2009 (left side). Aug. 20, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.